Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure and respiratory failure could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use, rev. A is currently available. The IFU lists adverse events, including right heart failure and respiratory failure, that may be associated with the use of the heartmate 3 lvas. Further, the IFU discusses the potential development of right heart failure following implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had right heart failure on (B)(6) 2025. The patient symptom was ascites. It was said the correlation of this to the device is unlikely but could not be ruled out. The patient also had undergone respiratory failure at an unknown date. The patient's intubation was still on going as a tracheotomy was performed. It was said the correlation of this to the device is unlikely but could not be ruled out. Patient had returned to the operating room.